Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had a stain on the lens. The issue occurred during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device had a stain on the lens. However, the customer returned the device without reprocessing due to a leakage in the device which caused the stain to remain on the lens. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.